Manufacturer narrative:
The device associated with this event was not returned, so it was not possible to evaluate the product. Multiple attempts were made to obtain additional information regarding the event and the product associated with it; however, no response was provided by the end-user. Based on the limited information provided, the initial surgery occurred on (B)(6) 2017 which included the placement of two (2) endotine 3.5 implants on a male patient. That patient returned to the office 2 weeks post-operatively with generally acceptable results. During the week of (B)(6) 2017, the patient returned to the doctor complaining of unfastening of the implants and discomfort. It was identified at that time that the patient's brow had descended, which required a secondary surgery to remove the implants and place new ones. The cause of the unfastened implants is not known definitively. It is possible that the unfastening occurred as the result of patient activity causing implant disengagement. It is also possible that the patient was not an ideal candidate for endotine 3.5. Without the detailed information of the event from the doctor, the cause of the failure cannot be established definitively. We know from the distributor's description that the patient experienced brow descent, meaning that there was a loss of fixation from the scalp resulting in a second surgery to remove the implants.

Event description:
Customer states that a patient had an initial surgery on (B)(6) 2017 that included the placement of two (2) endotine forehead 3.5 implants. The patient returned for a follow-up appointment complaining that both implants became unfastened and were causing discomfort. Brow descent was observed at this time. As a result, the patient received a second operation to remove the two (2) implants and replace with four (4) endotine forehead 3.5 implants.